Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported from a clinical study that this patient implanted via thoracotomy approach was readmitted for major bleeding. The patient received one unit of packed red blood cells and was discharged on (B)(6) 2015. The patient was transplanted on (B)(6) 2015. No further information was provided.

Manufacturer narrative:
With a review of the available information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. There is also no evidence to suggest that the device caused or contributed to the reported event. Based on the available information a definitive root cause cannot be conclusively determined. Clinical factors that may have contributed to the reported event are multifactorial and may be attributed to medical treatment, progression of disease, and patient comorbidities. There are patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.